Event description:
It was reported that during an emergency surgical procedure (laparoscopic appendectomy), the surgical team identified a loose piece of rubber in the abdominal cavity. This fragment originated from a puncture in the stopper of the 0.9% nacl irrigation solution bag (ref (B)(4) and batch 25493767) during connection to the stryker ahto irrigation tubing (ref (B)(4), batch unknown). The fragment was retrieved. During the procedure, when a second bag of the same reference number was punctured, the core sampling phenomenon was observed once again. The fragment spilled out with the nacl solution whilst filling a cup. No serious consequences for the patient. Please note, the nacl irrigation solution bag is not a stryker product. It was alleged that this issue occurred when using the stryker ahto tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.